Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker right ventricular (rv) lead exhibited noise and pacing inhibition at implant upon hooking the lead up to the pacemaker. The lead and the pacemaker were reconnected, and less noise was observed. Boston scientific technical services (ts) discussed the possibility of air bubbles being present and the option to monitor and/or to program the device to voo. The system remains in service. No adverse patient effects were reported.